Manufacturer narrative:
Due to character limit in e1 initial reporter name is (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) which was not rolled well so it was impossible to insert it into the introducer. Patient was involved but no harm occurred.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h11. Corrected field: d9, g1 (contact office).

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: d9.

Event description:
N/a

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, e1(initial reporter),h11. Full initial reporter name: (B)(6).

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. The product was returned with the membrane completely unfolded and blood was observed on the exterior of the iab. The sheath was not returned for evaluation. One kink was observed on the catheter tubing approximately 69.6cm from iab tip. The one-way valve was returned attached to the extracorporeal tubing. A laboratory sheath insertion test was unable to be performed due to the membrane being unfurled. A laboratory guidewire was used for an insertion test and was unable to go through due to the inner lumen being occluded. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and one-way valve was performed, and no leaks were detected. One-way valve vacuum test was performed, and it was able to hold vacuum. The reported failure of ¿iab - difficult/ unable to insert iab through introducer sheath¿ is unable to be confirmed. Per IFU the one-way valve must be aspirated to 30cc while leaving the one-way valve in place attached to the extracorporeal tubing leur to ensure vacuum is maintained throughout insertion. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.